Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that an implanted tachy device exhibited fc1003 which is indicative of battery voltage too low for the projected remaining capacity. The specific device and patient details were not provided.